Event description:
It was reported that the patient had a chronic driveline infection, and was taken to the operating room (or) for an exchange of their heartmate 3 pump on (B)(6) 2022 using a sternal approach. During the surgery, the surgeon removed the heartmate 3 (hm3) pump from the apical cuff to reposition the pump. While the surgeon was using the unlock tool to unlock the pump from the apical cuff, the locking mechanism of the apical cuff's lock bent. The locking mechanism was bent back into place. The surgeon was able to lock and unlock the mechanism; the original pump was reattached to the apical cuff. The surgeon stated that the yellow indicator line was not visible and the lock was secure. There was a short delay in the implant procedure due to this issue. Related MFR #: 2916596-2022-12942.

Manufacturer narrative:
The patient's onset of their driveline infection was reported under MFR #: 2916596-2019-02551. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump was exchanged. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.